Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer that their insulin pump was beeping when the device was not alarming about an error. Customer states device has been having this issue for three days and is unable to resolve issue. Customer stated they do not recall any significant events that lead to the alarm or if the device was dropped. Advised customer to monitor device and call if issue returns. Customer's blood glucose level was 190 mg/dl. Nothing further reported.